Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0hqjz, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The health care professional reported that the device moves out of place. There was no patient harm reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.